Event description:
It is reported by pt's counsel that pt underwent right knee arthroplasty in 2006. Post op, pt was advised that the cr-flex precoat femoral and lps flex fixed articular surface component was mismatched. Pt was revised on four days later.

Manufacturer narrative:
Eval summary: the device history records are intact and conforming indicating that the devices were manufactured and packaged to specification. Cr femoral was used with the lps flex articular surface which is not recommended per the prod label. Cr femoral should have been used with cr articular surface or lps flex should have been used with lps flex articular surface. H6: eval codes: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.